Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received button error alarms on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.